Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a patient alert was triggered due to elevated sensing integrity count and non-sustained tachycardia episodes. The episodes showed t-wave oversensing following premature ventricular contractions. No oversensing was observed real time. The device remains in use. No patient complications have been reported as a result of this event.